Event description:
There has been residual plasma (~20 mls) remaining in the kit and not transferred to the product. Fenwal has replaced all kits with a new lot of the kits and retrieved the lot in question.